Manufacturer narrative:
On (B)(4) 2011, the device was returned to the kci svc ctr. On (B)(4) 2011, the device was tested per quality control procedures by a kci field svc employee. Upon inspection, it was identified that the transducer did not pass because the transducer was out of calibration. The device can continue to provide therapy when the transducer is out of calibration. The transducer was replaced. The unit was re-tested and passed quality control procedures. This report is being filed due to the potential or user error with respect to dressing application by the home health nurses. Device labeling, available in print and online, states: trim and place that vac drape to cover the vac foam dressing and an add'l 3-5cm border of intact periwound tissue. Drape may be cut into multiple pieces for easier handling, retaining a portion of the blue handling tab on each piece. Use any excess drape to seal difficult areas, if needed. Partially pull back one side of layer 1 to expose adhesive. Be sure to hold layer 1 flap back to prevent re-adherence to drape. Place the adhesive face down over foam and apply drape to cover foam and intact skin, ensuring drape covers at least a 3-5cm border of intact periwound tissue. Remove remaining layer 1 backing material and pat drape to ensure an occlusive seal. Remove green-striped stabilization. Layer. Remove perforated blue handling tabs from drape.

Event description:
The following info was reported to kci by the pt: in the pt's opinion, the home health nurses did not know how to use the v.a.c. Drape. On an unknown date, the pt was admitted to the hosp to clean the wound. Add'l info rec'd on (B)(6) 2011, the physician reported that the home health nurses were not applying the v.a.c. Dressing correctly to the pt's right lateral metatarsal wound and this contributed to the pt's infection.